Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 195-160/ lot 153670 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-430h, lot 148383. Test base part number 195-160, lot 153670. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 153670 showed that the complaint rate is (B)(4). In addition, a review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 153670 showed that the complaint rate is (B)(4). In conclusion, the manufacturing batch record review (brr) revealed that the product met acceptance criteria for release, and review of complaints against the kit lot for the reported issue indicates that the product is performing according to the statements contained in the package insert and a product deficiency has not been identified. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported conflicting results with the binaxnow¿ covid-19 antigen self test performed on (B)(6) 2021 on a direct tested nasal kitted swab. The customer reported tha the first binaxnow¿ covid-19 antigen self test generated a negative result. Repeat testing performed (B)(6) 2021 on a direct tested nasal kitted swab generated a positive result. The customer reported a faint pink sample was observed. No additional patient information, including treatment and outcome, was provided. Technical service stated that customer should self-isolate and seek follow-up care with their physician or healthcare provider as additional testing may be necessary.